Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported this right ventricular (rv) lead exhibited out of range impedance alert. Upon review, it was noted that there was loss of capture (loc) and anti-tachycardia pacing (atp) episodes showed noisy signals. The patient also reported symptoms of low heart rate and fatigue. Additional information indicated that this lead was fractured, and inappropriate therapy was delivered. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected return for analysis.

Event description:
It was reported this right ventricular (rv) lead exhibited out of range impedance alert. Upon review, it was noted that there was loss of capture (loc) and anti-tachycardia pacing (atp) episodes showed noisy signals. The patient also reported symptoms of low heart rate and fatigue. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected return for analysis.